Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a loud speaker error/failure with the mx40 telemetry device. The device was not in use on a patient.